Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report 1 of 2. The customer contact reported low vacuum in the 1000 ml empty glass evacuated container. On (B)(6) 2011, an ultrasound-guided therapeutic paracentesis was initiated on the pt to remove peritoneal cavity fluid excess. The pt was accessed with an unspecified yueh centesis needle. The female end of the yueh centesis needle was connected to "pressure tubing." The distal male connector of the "pressure tubing" was connected to 14 gauge needle, which was inserted into the stopper of an empty glass evacuated container. After approx 300 ml of peritoneal fluid was removed from the pt and placed in the evacuated container, it was noted that the fluid level in the container was not increasing. The needle and evacuated container were replaced. It was reported that 169 gauge needle was inserted into the stopper of the replacement evacuated container. The procedure was resumed, there were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.